Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the monitor does not transmit alarms to the control panel. The device was not use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the device and confirmed that it is functioning correctly and the issue of failing to connect to the central monitoring station has not reoccurred. The issue was likely due to a faulty network connector on the headwall. After discussion with the head nurse, the service call was closed in agreement with the customer. The customer was advised to open a new report if the issue occurs again. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.